Event description:
Same case as MDR ID: 2134265-2015-05046. It was reported that the access system was deformed during recapture. The patient underwent a left atrial appendage closure (laac) procedure. The physician selected a watchman® access system and a 33mm watchman ® laa closure device and delivery system. He expanded the watchman ® laa closure device in the laa and when he performed the tug test, the device came out of the laa. Therefore, he attempted to recapture the device, but was unable to retract the device back into the delivery system. During this attempt, the access system deformed behind the marker bands at the curve. The physician was able to finally remove the watchman ® laa closure device by putting a .35 wire next to the device inside the sheath. The procedure was not completed as a larger device would be needed to complete the case. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a was with the wds for related complaint snapped inside the shaft. There was blood in and on the shaft and hub. The distal tip was folded over and had exposed braiding. Microscopic examination revealed that there were numerous kinks in the shaft. The shaft was bunched/damaged 4cm ¿ 6cm from the distal tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05046. It was reported that the access system was deformed during recapture. The patient underwent a left atrial appendage closure (laac) procedure. The physician selected a watchman® access system and a 33mm watchman ® laa closure device and delivery system. He expanded the watchman ® laa closure device in the laa and when he performed the tug test, the device came out of the laa. Therefore, he attempted to recapture the device, but was unable to retract the device back into the delivery system. During this attempt, the access system deformed behind the marker bands at the curve. The physician was able to finally remove the watchman ® laa closure device by putting a .35 wire next to the device inside the sheath. The procedure was not completed as a larger device would be needed to complete the case. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
(B)(4).